Event description:
It was reported that during a bladder suspension operation surgeon and his partner used a tension free vaginal tape (tvt) on a pt. The partner passed the needle on one side and dr. Passed the needle on the other side. The side where the partner passed the tvt by showed the pt developed an erosion where the tape had eroded into the bladder. Dr. Does not believe it was there at the time of surgery. Possibly, it was a bladder penetration or submucosal penetration that was not recognized. The pt is searching for a second opinion concerning that take down procedure with a surgeon who is a preceptor for tvt.